Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the (B)(6) of peritonitis and a home patient that did not wear a mask coincident with dianeal therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. It was reported the patient had a fever, abdominal pain and cloudy effluent. The cause of the peritonitis was due to the home patient not wearing a mask. On an unknown date the patient began treatment with vancomycin (dose, frequency and route not reported). On (B)(6) 2012, the patient began retraining on proper procedures. The outcome of this peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.